Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Pancytopenia [pancytopenia]. Myelopathy [myelopathy]. Axonal polyneuropathy [ peripheral sensory neuropathy]. Demyelinization polyneuropathy [demyelinating polyneuropathy]. Hypocupremia / copper deficiency [cooper deficiency]. Hyperzincemia [hyperzincaemia]. Numbness of upper and lower extremities [hypoaesthesia]. Paresthesia of upper and lower extremities [paraesthesia]. Loss of balance [balance disorder]. Neurological exam-deficits involving motor-sensory polyneuropathy and myelopathy [neurological examination abnormal]. Bone marrow suppression [bone marrow failure]. Distal weakness 2/5 [muscular weakness]. Plasma copper decreased [blood copper decreased]. Plasma zinc increased [blood zinc increased]. Urine copper decreased [urine copper decreased]. Urine zinc increased [urine analysis]. Case description: an article in a neurotoxicology publication reported that an adult male used fixodent denture adhesive, version unk cream and poli-grip denture adhesive, version unk cream, applying large amounts on poorly fitting dentures, often using dentures overnight, and reported the following beginning in 2004 at the age of (B)(6): myelopathy, axonal polyneuropathy, demyelinization polyneuropathy, hypocupremia / copper deficiency, hyperzincemia, numbness of upper and lower extremities, paresthesia of upper and lower extremities, loss of balance, neurological exam-deficits involving motor-sensory polyneuropathy and myelopathy, bone marrow suppression, pancytopenia, distal weakness 2/5, plasma copper decreased, plasma zinc increased, urine copper decreased, and urine zinc increased. The consumer discontinued use of fixodent and poli-grip. Treatment: oral copper supplementation with a typical dose of 6mg of copper per day. Neuroimaging studies encompassing whole neuroaxis were unremarkable. Initial copper plasma level was depressed at 10ug/dl, initial zinc plasma level was elevated at 184ug/dl. Initial copper urine level was depressed at 4ug/day, initial zinc urine level was elevated at 5,010ug/day. Highest copper plasma level on supplementation showed the level had increased from the initial level, however, was still in the depressed range at 67ug/dl, zinc plasma showed persistent hyperzincinemia. Copper plasma level after cessation of denture cream use was within the normal range at 102ug/dl, zinc plasma level had decreased although still elevated at 113ug/dl. Copper urine level after cessation of denture cream had increased although still in the depressed range at 8ug/day, zinc urine level had decreased although still in the elevated range at 1,864ug/day. Hypocupremia, pancytopenia and plasma copper decreased; were recovered. Neurologic outcome was no significant change and the consumer remained walker dependent. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for 18 years. No further info was provided.

Manufacturer narrative:
Lot number or product not provided, therefore, unable to proceed with batch retain testing or product investigation. Otc product: yes. Report source literature description: journal: neuro toxicology. Author: peter hedera; amanda peltier; john k flink; sandy wilcock; zachary london; george j brewer. Title: myelopolyneuropathy and pancytopenia due to copper deficiency and high zinc levels of unk origin ii. The denture cream is a primary source of excessive zinc. Volume: 30; year: 2009; pages: 996-999.